Event description:
Two endurant aortic cuff stent grafts were implanted in a patient for the endovascular treatment of a 9 cm diameter abdominal aortic aneurysm approximately three weeks ago. It was reported that the patient presented emergently with severe back and abdominal pain. The patient had been treated with another manufacturer's stent graft five years ago, which was found to have migrated distally 5 cm and there was a type I endoleak present. The aorta neck is 21 mm in diameter at the renal artery and it very short measuring 5 mm in length. It was reported that the physician elected to implant an endurant aortic cuff to treat the migration and type I endoleak of the other manufacturer's device; however, there was still a proximal type I endoleak. A second endurant aortic cuff was implanted but the endoleak did not resolve. The physician was aware that prior to placing the aortic cuffs that the endoleak may not resolve. An open surgical repair with explant of the endurant aortic cuffs and the other manufacturer's device was performed followed by placement of a conventional graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4), inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short aortic neck), incorrect technique/procedure (stent was implanted in a patient with a short aortic neck), device failure/lack of effectiveness related to patient condition (short aortic neck), operational context contributed to event (stent was implanted in a patient with a short aortic neck).